Event description:
Procedure type: sigmoid resection. According to the reporter: the pt was discharged and then re-admitted 7 days following the initial procedure with a content leak. The surgeon had to re-operate using sutures to correct the staple line.

Manufacturer narrative:
(B)(4).